Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. During an atempt to inflate the balloon catheter, balloon burst at 6 atms of pressure, partially expanding the stent. The sds was successfully withdrawn from the pt without complication. Upon withdrawal of the sds, a pinhole leak was observed in the middle of the balloon catheter. Another balloon catheter was utilized in an attempt to fully expand the stent. No pt complications related to this device occurred during this procedure.